Event description:
After leaving a store with a theft detector or security gate, the patient experienced a loss of therapeutic effect. The patient stated that she walked out of the store and "felt off"; her tremor had returned. She checked the device and it showed, with the programmer, that the stimulation was off. The patient said that this had not happened before. Multiple attempts were made to turn the stimulator on with the programmer, but they were unsuccessful. The patient also tried changing the batteries in the programmer, which did not resolve the issue. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).